Event description:
Information was received indicating that upon introducing into the patient a smiths medical portex® endotracheal tube probe was found to be punctured; making it impossible to use. The endotracheal tube removed and discarded. There were no reported adverse effects.